Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the error code was able to be duplicated. The optic switch bracket was found to be broken which caused the error. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited error code 1872. No patient was involved in this event. No adverse effects were reported.